Event description:
Hypoglycemia[hypoglycemia] case description: this spontaneous case received from another country, and reported as "hypoglycemia" concerns a child (gender unk) treated with insulin using novopen 3 (insulin delivery device) for for diabetes mellitus. On an unk date, the patient experienced hypoglycemia (no blood glucose values provided) and was hospitalized. Reportedly, the delivered dose did not agree with the dialed units. The outcome of the event is not reportd. Analysis result: product: novopen junior gelb lot no: nv40319 device conclusion: technical examinations were performed. The movement accuracy of the piston rod was measured. The result was within acceptable limits. During testing of the device it has not been possible to detact any irregularities. Case conclusion: the dose accuracy is normal.